Manufacturer narrative:
The device was received for evaluation. During functional testing, the over infusion was not reproduced. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The tubing channel appeared clear and free of debris. A flow rate accuracy test was performed, with no issue noted. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over infused during infusion. A heparin infusion was set to 200ml/hour with a volume to be infused (vtbi) of 100ml; however, after 30 minutes of run time, it was observed that the pump had infused 110-115ml. This issue was also described as, ¿infused too quickly, was able to verify that it was infusing too much¿. The over infusion occurred during infusion in the ICU department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: the event history log review did not reveal relationship to a known issue. No excessive alarms, system errors, or programming issues were observed. Should additional relevant information become available, a supplemental report will be submitted.